Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding and displayed the blue screen. A technical support specialist applied the knowledge article ka000011541 "medapplication not launching automatically; station at blue screen" and deployed package but failed. A technical support specialist followed the knowledge article ka000011447 "how to manually install rss agents & rss component manager" to install a new remote support services agent version to resolve the issue. The station rebooted back and it booted as an application. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system unexpectedly stopped responding and displayed the blue screen. The customer stated that the user was unable to remove medication for the patient and there was no delay in patient care. There were no adverse events or injuries reported based on this event.